Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the b row half height drawer failed intermittently. The failures included user error, read/write issues, cubie memory errors, and failure to close errors. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2026-11563 please refer to MFR. Report number 2016493-2026-10366.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the b row half height drawer failed intermittently. The failures included user error, read/write issues, cubie memory errors, and failure to close errors. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.